Event description:
The dealer states that the frame is bent at the bottom, the dealer states that the unit can not be opened fully because it is getting caught on itself. The dealer has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the frame is bent at the bottom, the dealer states that the unit can not be opened fully because it is getting caught on itself. The dealer has no further information to provide.

Manufacturer narrative:
The device was evaluated by the returns department which stated the seat rail frame was bent.